Event description:
After initial surgery for a xia3 implant, the surgeon confirmed via x-rays that the screws were loosening. Revision surgery occurred to tighten the screws using a torque wrench. In the course of the surgery the screw head popped out. The surgeon then removed the broken screw and changed the screw to brand-new screw.

Manufacturer narrative:
Method: complaint history review; results: the surgical technique for xia 3 and 2 explicitly state that the anti torque key and torque wrench must be used in final tightening. A rod fork and torque wrench were used, as stated in the complaint details. The xia 3 surgical technique also explicitly states that the rod fork must not be used in rod final tightening. Given the condition of the related screw referenced in (B)(4), the likely cause of this event is that the use of the rod fork during final tightening created a cantilever force on the screw. This force was great enough to remove the head of the tulip. Conclusion: the complaint described during final tightening of the blocker by the torque wrench, the screw head popped out. The screw was removed and replaced. The reported xia 3 titanium blockers were not received; therefore a full investigation could not be performed on the blockers. No surgical delay or adverse effects were reported.

Event description:
After initial surgery for a xia3 implant, the surgeon confirmed via x-rays that the screws were loosening. Revision surgery occurred to tighten the screws using a torque wrench. In the course of the surgery the screw head popped out. The surgeon then removed the broken screw and changed the screw to brand-new screw.